Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that his onetouch delica lancing device did not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the lancing device issue began on (B)(6) 2014. The patient stated he manages his diabetes by self-adjusting his dose of insulin as part of his usual diabetes management regimen routine and made no changes to his regimen prior to the lancing device issue. The patient reported that ¿2 hours¿ after the issue occurred, he developed symptoms of ¿shakiness¿. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the device, the correct lancets were being used and it was the first time product was being used. Replacement product was sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.